Event description:
Info received indicates the valve was removed due to perivalvular leak. Hcp noted the outflow portion of the valve had detached from the aortic wall. The device was replaced with no add'l affect to the pt.